Manufacturer narrative:
Device evaluated by manufacturer: the pusher wire and main coil were returned for this complaint. The introducer sheath was not returned. The main coil and pusher wire were not interlocked. The pusher wire was kinked. The main coil was kinked and stretched. The interlocking arm of the main coil was detached. Dimensional inspection of the pusher wire revealed that the overall dimension (od) of the distal solder joint, mid solder joint, distal tfe and proximal tfe were within the specification. For the main coil, the zap tip (od), primary coil (od) and the number of fiber bundles were also within the specification.

Event description:
Reportable based on device analysis completed on 29nov2021. It was reported that the device was stretched. The target lesion was located in the renal artery aneurysm. A 22mm x 60cm pe f-idc interlock embolics was selected for use. During the procedure, it was noted that the device was stretched in the retracted sheath when it was delivered out of the protective sheath. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device investigations revealed that the interlocking arm was detached.